Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: 12-sep-2024: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 27-nov-2024: visual inspection confirm chipped hearing aid. Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: clinical conclusion on the case is that there was no harm to the user. Clinical evaluation according to clin eval plan&rpt,ha&tsg: despite testing against requirements for construction, there is still risk that a hearing aid may be damaged and potentially broken due to unexpected external mechanical force beyond typical use. Should a hearing aid break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the hearing aid is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid. Risk register reference: risks involving mechanical damage are generally known, considered in the risk analysis, mitigated and communicated to the user. This risk is deemed to be acceptable. Manufacturer's investigation is final. This is a final report.

Event description:
Estimated date of incident (B)(6) 2024. It was reported hearing aid chipped after being dropped. No harm to user. No further follow up is available

Event description:
Estimated date of incident (B)(6) 2024. It was reported hearing aid chipped after being dropped. No harm to user. No further follow up is available.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: 12-sep-2024: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.